Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. A 24 x 3.00 promus premier stent was advanced to treat the lesion. However, when the physician attempted to insert the stent, the proximal part of the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 559mm from end of the hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. A 24 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, when the physician attempted to insert the stent, the proximal part of the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.